Event description:
It was reported that the 9600 system had an overload fault and smelled like burning. The x-ray tube was making popping noise and arching. Also, the footswitch had a problem. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 9600 system was repaired during the service call. The system was tested and found to be working as intended and put back into service.